Manufacturer narrative:
(B)(4). Sjm has limited information related to the patients medical history and is unable to form an opinion as to the relevancy of the patients history to the event reported. Sjm defers to the patients physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2016-05930. It was reported the patient was no longer receiving effective stimulation. It was noted the lead tail for contacts 1-8 was loose in the ipg header. Subsequently the ipg was replaced and the patient has effective therapy post-op.